Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the uninterruptible power supply (ups) was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The ups has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the viewing station of the imaging system would lose charge while being transported at the site. There was no patient present when this issue was identified. No additional information was provided.